Event description:
On (B)(6) 2012, the patient contacted animas and reported that the down arrow keypad button was sticking and intermittently unresponsive. The patient stated that the contrast button was unresponsive. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump's battery compartment threads with a dry toothbrush. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. Testing confirmed that the "down" key is intermittently responsive. The keypad was intact and was removed to investigate: evidence of keypad contamination was located under "contrast", "up", "down" and "ok" contact button. Unrelated to this complaint, a visual inspection of "battery compartment" revealed a compartment crack from threads to case seal.